Event description:
Caller reported a cgm error, specifically error 42, related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a complete pump reset, which resolved the issue, and the sensor session was successfully started without any further error codes.